Event description:
During a laparoscopic cholecystectomy procedure, pneumoperitoneum leaked from the instrument. The surgeon used another instrument to complete the procedure. No pt injury was reported.